Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that they have quite a few explanted iols to report. Additional information has been requested and received state that the intra ocular lens decentered temporarily. The patient issue was resolved and the visual acuity was improved with the removal of the iol. The iol was replaced with another lens. The patient was not hospitalized.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The product was returned for analysis and damage was observed to the lens. Reported complaint could not be confirmed. Iol returned wrapped in a surgical gauze. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut and scratched/marked-rejectable with adhered fiber from the gauze. The complainant indicates that in the surgeon¿s opinion, the product did not cause or contribute to the event. The root cause for the reported complaint appears to be a coincidental event unrelated to the product. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).